Event description:
It was reported that the device exhibited error code 45639, and a battery problem. The device was also reported to be ringing but wouldn't switch off. There was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. Error code 45639 was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective pwa board was the root cause and was replaced. In addition to the pwa board, the dso seal was replaced as well. The service history review identified no indication that the complaint was related to a service of the device within the review period.